Event description:
It was reported that during removal of the spring wire guide (swg), the doctor attempted to remove it from the sheath and found the swg unraveled. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.